Manufacturer narrative:
The treatment tip was returned for investigation. Evaluation of the treatment tip found a dielectric breakdown on the electrode path. Operators are instructed to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. Moreover, solta recommends careful monitoring of the condition of patient's skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and one day post treatment noticed superficial burns and a blister on the chin and right side of the cheek. There was no skin change noticed during or immediately after treatment. The patient was alert and able to provide feedback during the procedure. The skin was flat and good contact was maintained during treatment. There was no jewelry in the treatment area. No other treatments were being performed besides thermage in the same area as the reported symptoms and the patient had not undergone any other treatments in the same symptom area within the past 30 days. The patient applied neosporin to the burns and received laser skin treatment every day for 2 weeks. The burns have healed. The patient has some redness from the scab falling off. The physician is not sure if there will be permanent scarring, but believes the discoloration will fade with time. Reportedly, no system errors occurred and nothing out of the ordinary was noticed during treatment. The treatment tip surface was inspected prior to use and nothing was noted. The tip surface was not inspected during the treatment.